Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention was undertaken where the system was explanted and replaced.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision due to high lead impedance. During the procedure, the ipg was electively replaced. There were no complication and effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.